Event description:
It was reported that an occlusion alert occurred on an ilet system, dosing had stopped for several hours, and the user did not acknowledge the alert or perform troubleshooting until contacting support. Blood glucose at the time of the call was 219 mg/dl, and tubing drop testing was positive, with guidance provided to change supplies if the alert reappears. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery without the need for medical intervention. Investigation included guided troubleshooting and education on occlusion response. Investigation of this case revealed an insulin occlusion alert with insulin delivery stopped on the pump while tubing flow was present, indicating a probable site- or set-related flow restriction and user not recognizing the need for immediate troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was user not performing timely troubleshooting in the setting of an intermittent occlusion consistent with infusion set or site issues.